Event description:
It was reported that the ilet screen lamination delaminated and the display assembly split into two, consistent with a device mechanical integrity failure of the user interface component, prompting shipment of a replacement device. Symptoms included no adverse clinical effects or glycemic symptoms. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included complaint intake review, device history and lot review, and instructions to return the original device for evaluation, along with user guidance to shut down the device, sync data to the mobile app, and use a compatible cgm app or receiver until replacement is received. Investigation of this case revealed a confirmed physical damage of the screen assembly consistent with a hardware failure. It was concluded that the event involved a device component failure with no reported patient harm and that the replacement device will require standard startup; data will not transfer to the replacement unit.